Event description:
On (B)(6) 2021 a patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis and two gore® excluder® aaa contralateral endoprostheses. On (B)(6) 2022 it was reported that there was a possible limb compression. It was reported that the patient was asymptomatic. The physician planned a reintervention in which she intended to do kissing balloons in the limbs and then intravascular ultrasound (ivus) and in the event of ongoing concern planned to reline the existing graft with kissing gore® viabahn® vbx balloon expandable endoprosthesis (vbx). On (B)(6) 2022 the patient underwent reintervention, in which the existing graft was relined with vbx as planned. However, as reported by the fsa following the reintervention it did not appear that there was a compressed limb. The patients aorta prior to implant was highly angled with a bend in the aorta. The concerning spot to the physician was at this bend. It was observed that the graft had taken the shape of the aorta and therefore had a bend in it. The bend was in the previously implanted gore® excluder® conformable aaa endoprosthesis trunk ipsilateral leg and was observed on the ipsilateral side. It was confirmed with angiography and ivus that at this bend there was a slight narrowing compared to the contralateral side. The physician chose to reline with the vbx. The vbx did smooth out this bend. As reported by the fsa, the bend did not appear to be smoothed out completely by the vbx devices due to the shape of the patient's anatomy. The patient tolerated the procedure well under conscious sedation.

Manufacturer narrative:
Comorbidities: coronary artery disease (cad), coronary artery bypass graft (CABG), pre-diabetes, hypothyroidism (ht), gastroesophageal reflux disease (gerd), hypertension (htn), hyperlipidemia (hpld), impaired glucose tolerance, history of atherosclerotic heart disease (ashd), shingles, history of bells palsy-right side, right hip pain. Medications: excedrin, ibuprofen, levothyroxine, metformin, omeprazole, simvastatin.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. G3/g4: investigation activities were concluded on 20-apr-2022. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 4315, cause not established: imaging evaluation summary: · received one time-point for review. · there appears to be some narrowing ~69 mm distal from the proximal end of the device on the trunk-ipsi side of the device. · there appears to be a patent ima and patent lumbars. · there appears to be contrast outside of the implanted device. Possible type ii endoleak.